Event description:
This l v lead was implanted on (B)(6) 2011 . A call to technical services on 8/25/11 states that the lv lead impedance was 1303 on report. Had been 814-1200's. Caller will call st. Jude medical to find out acceptable lead impedance range for this lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).